Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 508 mg/dl. Customer felt ok to troubleshoot. Customer current blood glucose reading was unknown. Customer blood glucose reading at the time of the incident was 508 mg/dl. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Customer used manual injection to treat high blood glucose reading. Customer states the drive support cap appears normal. There were no leaks or air bubbles. Customer reports site is changed every 2-3 days. Customer reports insulin exited. Customer was advised to complete rewind and loading process before connecting the set. High pressure test was not performed. Product will not be returning for analysis.